Manufacturer narrative:
Visual inpsection found no damange, fuild ingress or poor solder joints. Device found to have correct continuity and resistance during testing. No errors or stopping able to be replicated.

Event description:
Perfusionist reported that the pump unexpectedly stopped intermittently. It restarted shortly after stopping each occasion; however, a back up pump was used as a precautionary measure. We consider a pump stoppage to be reportable, despite no harm to the patient involved.